Manufacturer narrative:
(B)(4). Batch # 291a56. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 8 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a thoracoscopic pneumonectomy, it was too stiff to load the cartridge into the jaw, and it was found that the cartridge pan came off. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.